Manufacturer narrative:
(B) (4). Unknown; however device reported as ultraflex esophageal partly covered stent (length (full, body) 15 cm. Diameter (flange/body) 18/23 mm. (B) (4) - no code available (medical intervention required) (B) (4) study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks and esophageal leaks as the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used, and any use other than those specifically outlined under indications for use." However, the complaint states that the ultraflex esophageal partially covered stent was placed to seal and to aid in the healing of an esophageal perforation with sepsis due to the formation of an esophageal fistula post esophageal diverticulum surgery. In addition, the dfu states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that on (B) (6) 2007, the ultraflex esophageal stent was removed, per planned treatment algorithm. The most probable root cause of this investigation is user / use error.

Event description:
Note: this report pertains to one of three complaints that occurred in the same patient. Refer to manufacturer report # 3005099803-2010-02570 and 3005099803-2010-02571 for the other associated device information. It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the distal esophagus, performed on (B) (6) 2007. According to the complainant, an ultraflex stent (the subject of this complaint) was placed on (B) (6) 2007 to seal and aid in the healing of an esophageal perforation due to a post-surgical fistula. Placement of the stent was successful and uncomplicated. On (B) (6) 2007, the patient presented with stent occlusion and dysphagia. The event was reported as mild in severity and was resolved with pneumatic dilation of the stent and the placement of a polyflex stent within the ultraflex stent. Occlusion of the ultraflex was reported as due to moderate hyperplasia on the distal end and significant hyperplasia on the proximal end of the stent. On (B) (6) 2007, both stents were removed per planned treatment algorithm. Removal of the stents was successful and uncomplicated. Due to persistence of the leak, an ultraflex stent (# 3005099803-2010-02570) was placed on (B) (6) 2007 in an attempt to seal the leak and aid in healing. Placement of the stent was successful and uncomplicated. On (B) (6) 2007, the patient presented with stent occlusion and dysphagia. The event was reported as mild in severity and was resolved with pneumatic dilation of the ultraflex and placement of a polyflex stent within the ultraflex stent. Dilation and placement of the polyflex stent was successful and uncomplicated. Occlusion of the ultraflex was reported as due to moderate hyperplasia on the distal end and significant hyperplasia on the proximal end of the stent. On (B) (6) 2007, both stents were removed per planned treatment algorithm. Removal of the stents was successful and uncomplicated. On (B) (6) 2007, the leak remained persistent, and another ultraflex stent (# 3005099803-2010-02571) was placed in an attempt to seal the leak and aid in healing. Placement of the stent was successful and uncomplicated. On (B) (6) 2007, the patient presented with stent occlusion and dysphagia. The event was reported as moderate in severity and was resolved with pneumatic dilation of the ultraflex stent six times in one session. Dilation of the ultraflex was successful and uncomplicated. Occlusion of the ultraflex was reported as due to moderate hyperplasia on the distal end and significant hyperplasia on the proximal end of the stent. On (B) (6) 2008, a polyflex stent was placed within the ultraflex stent. On (B) (6) 2008, both the ultraflex and polyflex stents were removed per planned treatment algorithm. Removal of both stents was successful and uncomplicated. At the patient's last visit, it was confirmed that the perforation had healed and the patient was in good condition.